Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: (B)(4). During delivery of high voltage therapy defibrillation was interrupted due to low impedance. The device was reprogrammed to resolve the issue and adequate therapy was delivered. The ICD and lead were both explanted and replaced. The patient is doing well.